Event description:
A malfunction was reported involving a pump that was not charging. There was no information provided about the blood glucose level of the customer. The customer continued to use the pump.